Manufacturer narrative:
Pump received with flashing white display. Unable to perform the sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thump] due to flashing white display. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 near lcd screen, j6, j7, j2 / pcba 2 j1 connector / force sensor / motor / harness assembly vibrator]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, label damage(faded/peeling/stained), and keypad overlay texture damage. Unable to verify critical pump error (open book image) due to flashing white display. Flashing white display was confirmed during analysis due to severe moisture damage on [pcba 1 j6, j7, j2 / pcba 2 j1 connector]. Exposure to moisture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with open book image alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Instructed the customer to revert to backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.